Event description:
It was reported that during a procedure, the guide pin broke off inside the patient. The broken piece was attempted to be removed arthroscopically but ended up by opening. This caused a delay greater than an hour. No other patient injury was reported and the surgeon was able to continue the case with a different guide pin with no problem.

Manufacturer narrative:
Visual inspection and functional testing could not be performed because the device in question will not be returned for evaluation. Thus, the complaint could not be verified and a root cause could not be determined with confidence. It is difficult to perform an accurate evaluation of a failure without having the failed product or the pertinent clinical details to consider.